Manufacturer narrative:
(B)(4). Batch #p93v8k. Investigation summary the hand piece was received attached to a harh36 device with the nose cone cracked and the mount was noted to be loose. In addition, coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. The "transducer assembly" was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the hand piece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. It is probable that the ingress of moisture affected hand piece functionality. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the scrub nurse put the device together and when it was plugged in to be tested, an error message appeared. When they tried to remove the transducer, it would not come off the device. The device was not used on the patient, so there were no patient consequences. No additional information is available at this time.